Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure using a ncircle delta wire tipless stone extractor, the basket would not open or close. The device was tested prior to use. The user was able to use the device once to remove a stone before the handle would not actuate the basket. No damage on the device was observed. The procedure was completed using a new product. No section of the device remained inside the patients' body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during an unspecified procedure using a ncircle delta wire tipless stone extractor, the basket would not open or close. The device was tested prior to use. The user was able to use the device once to remove a stone before the handle would not actuate the basket. No damage on the device was observed. The procedure was completed using a new product. O section of the device remained inside the patients' body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examination was performed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. No gaps were discovered during reviews of the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which provide the following precautions: ¿precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause for this event could not be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.